Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the caller stated that they are trying to connect to the implant but are not able to. Agent walked caller through attempting to connect on the call but they kept seeing not found message. Caller confirmed they are not plugged into a charging cable. During troubleshooting caller accidentally dropped the communicator into the toilet. The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator. Additional information was received from the patient on 2025-dec-18. They reported that they received the replacement for their communicator, but they still couldn't connect their communicator with their implant. Agent had the patient try to pair their external devices and patient confirmed seeing the not found - communicator screen. Agent then had the patient use the switch communicator feature on the app and patient was able to pair their external devices, but patient was still unable to connect to their implant and confirmed seeing the device not responding screen. Agent reviewed communicator best practices and walked patient through troubleshooting by repositioning the communicator multiple times, but patient was still unable to connect to their implant. Troubleshooting did not resolve the reported issue. Redirected to hcp to further address the issue. Patient's representative stated that they talked to the nurse practitioner in the hcp's office and confirmed that the patient has an appointment with their hcp and a company rep on (B)(6).